Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
After they pulled fluid into the syringe they discovered a small piece of plastic floating inside the syringe. They discovered it before placing it into the injector, so no patient was involved. No reported injury.